Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: prior to using the multi-link mini vision css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: prowater guide wire. Guide cath: jl 4 guide catheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a mini vision stent was implanted in a moderately tortuous, heavily calcified, left anterior descending (lad) artery and another mini vision stent delivery system (sds) was advanced without resistance to overlap the first mini vision stent in the distal lad. The physician inflated the balloon and on fluoroscopy there did not appear to be a stent on the sds. The sds balloon was taken up and down the prowater guide wire in order to try and snag a possible free floating stent unsuccessfully. A full fluoroscopy was done and there was no stent found free floating at all in the patients vascular system. A new mini vision stent was implanted successfully to cover the lesion. Reportedly, the physician and the technician stated they did not inspect the sds prior to inserting into the patients anatomy and they are not sure if a stent was ever on the sds. The preparation table and all around the outside of the patient were searched, but there was no stent found. There was no adverse patient sequela and there was no clinically significant delay in the procedure. There was no additional information provided.